Manufacturer narrative:
The subject device was received and evaluated. Device inspection found the customer reported issue was confirmed as the biopsy channel was observed to be leaking, internal cut, leaking found on forceps passage. Furthermore, cut on probe unit pink rubber was observed affecting insulation , intermittent. Peeling on light guide cover glue was determined and one broken elements observed on um (ultrasound image). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, hole at the tip of the scope was observed. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. Device evaluation found a cut on the device probe unit pink rubber and peeling on lg (light guide) cover glue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer response and correction to g3. Customer confirmed there was no impact to patient care. Updated e2 and e3. Correction to g3 of the initial medwatch. The aware date should be 07-dec-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the pink rubber cut and light guide cover peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.